Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a laser performed a full cut different from the planned arcuate incision. This was noticed when the laser process was complete. The cut was closed with sutures. Surgery was completed without further issues. No further information is expected.

Manufacturer narrative:
The customer provided optical coherence tomography (oct) and video microscope images of the treatment for review. The approximate depth of the arcuate incision could not be determined when reviewing its oct image. The remaining images do not provide any indication of an issue with arcuate incision. The system was examined and the reported event was not confirmed or replicated. A review of the customer¿s complaint history for the last 6 months did not show any previous complaints of this kind against the system. The root cause cannot be determined conclusively. (B)(4).